Manufacturer narrative:
Conclusion code field left blank. No available code for undetermined or unknown cause. The customer¿s report of back flow from secondary to primary was confirmed. Visual inspection identified no anomalies. Functional testing confirmed backflow indicating a faulty check valve. Supplier testing of the component revealed the presence of a pvc particle measuring 0.0424¿ long located between the housing seal area and the affixed silicone diaphragm disk. The cause of the back flow failure is a particle in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Concomitant medical devices: 250ml hospira bag ndc (B)(4), lot 66-057-jt, exp 1 jun 2018, 0.9% sodium chloride injection; 50ml pfizer bag ndc (B)(4), zosyn in iso-osmotic container attached to 72213n; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unspecified IV antibiotic was infusing as a secondary when the user noticed the IV fluids back flowed into the primary. The set was in use for less than a minute. There was no report of patient harm.